Event description:
It was reported that this this right atrial (ra) lead presented loss of capture and high capture thresholds measurements. A lead perforation was suspected the day after the procedure and caused a pleural effusion. The device remains in service. No additional information is available at the moment. No additional adverse patient effects were reported.